Event description:
It was reported by the distributor that there was three pieces of dressing with colored dot. The product usage was unknown. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 3. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 4f03120 was manufactured 18/jun/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 12/sep/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704761 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical nonconformance review: on 12/sep/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 4f03120 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "sterile packaging inspection for nonconformities - visual attributes": frequency: every 30 minutes. Sample quantity: 1 market unit o nlt 5 chevrons. Acceptance criteria: accept = 0/ reject = 1. Defect rate analysis there have only been 6 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our process instruction (pi). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.